Manufacturer narrative:
(B)(4). The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that from (B)(6) 2015, the patient was admitted to the hospital with signs and symptoms of a gi bleed. An upper gi endoscopy was completed and an arteriovenous malformation was cauterized. The patient received 2 units of packed red blood cells. The patient was readmitted to the hospital from (B)(6) 2015 for a similar episode. An upper gi endoscopy revealed a new bleed near the old clipped sites. New clips were added and the patient was started on octreotide. The patient would continue to be monitored.